Event description:
It was reported that the patient had his spectra penile prosthesis removed on an unknown date due to unspecified reasons. No additional patient complications were reported in relation to this event.